Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left knee revision for pain, stiffness, and flexion contracture. Femoral, patella, and insert revised.

Manufacturer narrative:
An event regarding range of motion issues involving a triathlon femoral component was reported. The event was confirmed via x -rays. Method and results: -device evaluation and results: not performed as the product was not returned for evaluation. -medical records received and evaluation: revision of cemented triathlon femur, patella and tibial bearing due to pain, stiffness, and flexion contracture an unknown time after implantation in a male patient of (B)(6) with obesity ((B)(6)) and moderately activity level. Components were exchanged for a triathlon ts femur with stem extender plus 13-mm ps bearing and new patella. X-rays confirm implantation of triathlon cr cemented devices in adequate size and position with stable cemented fixation although some radiolucent lines are seen along posterior and anterior flanges of the femoral device. Bone cement remnants are seen along the posterior section of the femoral component but may also contain bone. Radiolucent lines on the femoral side are pretty rare after cemented total knee arthroplasty. Bone quality is usually much better on the femoral than the tibial side of the knee and consequently, fixation problems manifest themselves usually on the tibial side. The presence of radiolucent lines along posterior and anterior flanges of the femoral implant-bone interface suggest that an overload condition was present in or around the femoral component. The explanation for this is provided by the patient¿s complaints of stiffness and flexion contracture with the radiological feature of bone cement remnants along the posterior section of the femoral component. From the x-rays, it is not quite certain whether these remnants represent bone or bone cement. The pictures are not really super-sharp but the primary impression is that a bone cement piece was left along the posterior flange of the femoral component. The typical elliptical shape of one fragment would be consistent with that. The other piece nearby, and super-imposed on the other structure could also be a remaining osteophyte or other piece of bone, left after bone preparation of the femoral component for one of the five required bone cuts of the femur. This causes a mechanical block to flexion of the knee and thus is consistent with the patient¿s symptoms of stiffness and flexion problems. Forced flexion causes synovial irritation and thus contributes to the pain element of the complaints. Beyond a mechanical ¿roadblock¿ to flexion, cement debris may also contribute to thirdbody wear of the poly bearing. Under knee movement and its cyclic compression, bone cement pieces may fracture into smaller particles that cause third-body wear in the tibial polyethylene bearing. During revision, the femoral component plus tibial bearing were exchanged for ts components, which is rather straight-forward for this type of problems. The baseplate was apparently retained. Also the patella was renewed. The rationale for this is not quite clear. No information is available about findings during revision surgery while the x-rays do not provide proper views of the patello-femoral joint to evaluate potential tracking or other problems of the device. -device history review: not performed as lot information was not provided. -complaint history review: not performed as lot information was not provided. Conclusion: the reported event relates to the patient having decreased range of motion. The medical review indicates that retained bone or bone cement in the posterior knee joint space has caused a mechanical block to flexion as well as potentially contributing to third-body wear of the tibial bearing requiring revision. Based on the information provided, the exact cause of the event could not be determined because more information such as device return, better quality x rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Left knee revision for pain, stiffness, and flexion contracture. Femoral, patella, and insert revised.